Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer reported runnaway error. No known consequences to the patient. (B)(4).

Manufacturer narrative:
Field safety technician has been sent for investigation. The tacho values were tested, found ok. No dirt or corrosion or any abnormalities were found on the tacho board. Optical tacho board has been measured, amplitudes were at 2.22vdc and 2.42vdc at a phase difference up to 98 degrees. The amplitudes were adjusted to 2.5vdc, phase difference self-adjusted to 92 degrees. Functional tests and alarm tests were performed, found ok. Device handed out in good working condition. Thus the failure could not be confirmed. Most probable root cause could not be determined as no parts were replaced. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).